Manufacturer narrative:
Batch review performed on 05 february 2019 lot 182535: (B)(4) items manufactured and released on 29 august 2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Bone fracture occurred during stem implantation, it was broached to a amis 7 and implanted a collarless 7 amistem-p. The surgeon cabled the fracture and the surgery was completed successfully.